Event description:
It was reported there were telemetry issues and an overdischarge was suspected. The patient hadn¿t used their stimulator in over three months. They were able to recover the device and the patient was sent home to recharge. It was noted the power on reset (por) was not cleared at this time. Later it was noted the patient had an overstimulation sensation. It was noted the por had not been cleared at this time. Follow up reported the por was cleared. The patient had been able to charge and they had started using their stimulator again as normal.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).